Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. (B)(4).

Event description:
The hospital reported the unit has a system malfunction error. There was no report of patient involvement.